Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 100mm abdominal aortic aneurysm. Aneurysm and vessel morphology at implant was reported as the proximal neck diameter was 22mm and currently is 30mm in diameter. Proximal neck length was 15mm. Vessel tortuosity was noted as moderate. Vessel calcification was noted as mild. During follow up the patient complained of abdominal pain and an ultrasound identified aneurysm enlargement. A CT then noted migration of the bifurcation 1cm from the lowest renal and a type ia endoleak was also noted. The physician performed and intervention where an endurant cuff 36x49 was implanted and the events were resolved. The physician attributed the migration due to neck dilatation and disease progression. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).